Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the patient was playing with water. The customer's blood glucose level was 8.8 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. All buttons function properly; however, moisture damage was noted on keypad traces. During visual inspection, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.